Manufacturer narrative:
Reported event: an event regarding a tibial implant overhang involving 3.0 rio robotic arm - mics, catalog: 209999 was reported. Method & results: device history review: a review of the DHR associated with rio 126 found the pt review successfully passed, all associated nprs have been closed. Complaint history: based on the device identification (pn 209999) the complaint databases were reviewed from 2011 to present for similar reported events regarding tibial implant overhang. There were no other reported events for the listed catalog number. Conclusion: the session and vplog data from the case was reviewed. An analysis of the segmentation, implant plan, checkpoints values, bone registration values, rio registration values, and bone preparation checkpoint values was completed. The registration is concluded to be good. The implant was planned very close to the peripheral edge. The anterior peg hole for the tibia exhibited repeated plunges that could enlarge the hole enough to allow slight lateral displacement of the cemented implant. User guide recommends single plunge with the anspach cutter because it has a larger diameter than the implant peg. Multiple plunges on the anterior post could have caused implant motion during cementation. The cementation is not controlled by the mako system. The data at this time shows all system verification values were within tolerance; the mako operated as expected. No system defect or malfunction is suspected.

Event description:
Event description: conducted a mako left lateral knee with dr. Knight. There were no incidents prior or during the case, i.e., anspach malfunctions, error messages, bumped arrays, or poor registration. Dr. Knight inspected the plan before beginning the surgery and agreed to implant placement as the implants had been positioned correctly. Post-op x-rays, however, showed the tibial baseplate overhanging laterally on the coronal view. The implant does not seem to overhang on the sagittal or transverse views. Case plan, log files, bugs, etc., have been uploaded to the complaints folder under the name "knight-tibia baseplate overhang-6.26.17" case type: pka.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Event description: conducted a mako left lateral knee with dr. (B)(6). There were no incidents prior or during the case, i.e., anspach malfunctions, error messages, bumped arrays, or poor registration. Dr. (B)(6) inspected the plan before beginning the surgery and agreed to implant placement as the implants had been positioned correctly. Post-op x-rays, however, showed the tibial baseplate overhanging laterally on the coronal view. The implant does not seem to overhang on the sagittal or transverse views. Case plan, log files, bugs, etc., have been uploaded to the complaints folder under the name "(B)(6)" case type: pka.